Event description:
On (B)(6) 2011: a (B)(6) male underwent evar on (B)(6) 2011. A flex main body and two iliac legs were place. Operating room and conclusion dsa were inconspicuous. On (B)(6) 2011: limb occlusion, left. Re-intervention with thrombektomie/balloon molding. Medication after during treatment: 4.500 heparin, no act measurement. The 100 aaa after implantation. The device remained inside the pt: prosthesis remains completely in pt. The pt required add'l procedures due to this occurrence: thrombektomie/balloon molding. The complainant did report any adverse effects on the pt due to this occurrence: artery re-opened. Is under close control at this moment.

Manufacturer narrative:
(B)(4). Event is still under investigation.